Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c plunger rod was broken / damaged. The following information was provided by the initial reporter: reference: (B)(6). Batch or serial number: na expiry date: unknown. On (B)(6) 2025, in the blood diseases department, before administering vidaza syringes to a patient, when the nurse was rolling the syringes between his hands to warm them up, the plunger of one of the two syringes came loose, resulting in the cytotoxic product leakage from the syringe, causing chemical contamination of the environment and occupational exposure. This was an isolated incident. There were no consequences for the patient other than a delay in treatment. The device involved in this incident was not retained.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.